Event description:
The patient is at a diabetes camp and the camp nurse reported the patient was trying to remove his insulin infusion device cartridge when the cartridge stopper became stuck on the infusion device piston rod. The nurse was assisted with removing the stopper from the piston rod which she successfully did. The nurse stated that a couple of units of insulin spilled inside the infusion device but did not pool inside the device. She was advised to dry out the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.